Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and unable to turn back on. A field service engineer replaced the bus controller board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system station is black and cannot be powered back on, indicating that the station is offline. A customer has indicated that the user is unable to dispense medication to patients as a result of this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station was unable to power on because of a malfunctioning drawer controller board and bus controller board. A field service engineer substituted the malfunctioning bus controller board and drawer controller board to rectify this problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system station is black and cannot be powered back on, indicating that the station is offline. A customer has indicated that the user is unable to dispense medication to patients as a result of this malfunction. There were no adverse events or injuries reported based on this event.